Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint and revealed the device failed to charge its internal battery. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device powered down when connected to a power source. There was no harm or serious injury reported as a result of the incident.